Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 400 mg/dl and states that is was due to family stress. Customer reported that cannula was bend and when set was removed cannula was not bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.